Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Conference article abstract citation: terao, yasunobu, "tertiary reconstruction and removal after breast reconstruction with implants" unknown conference or publishing source, 4 oct. 2024.

Event description:
Through journal article "tertiary reconstruction and removal after breast reconstruction with implants", physician reported patients experiencing "pain, capsular contracture (baker grade unspecified)", "bia-alcl concerns", "the hassle of lifelong screening", and "continued reconstruction in local recurrent resection" against an unknown side. Treatments was reported as one stage "tertiary reconstruction".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported via literature article titled ¿tertiary reconstruction and removal after breast reconstruction with implants¿ unknown side pain, capsular contracture, asymmetry caused by weight gain and healthy side atrophy, bia-alcl concerns, the hassle of lifelong screening, contralateral reconstruction due to contralateral breast cancer and hboc. Device status unknown.